Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to the belt receptacle was not connected to the case. The root cause was the belt receptacle was not connected to an electrode belt. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was damaged.